Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Concomitant medical products: catalog # 00434903811, base plate uncemented, lot # 61960459; catalog# ni, unknown stem, lot # ni; catalog# ni, unknown poly, lot # ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03754. Product location unknown.

Event description:
It was reported that patient underwent a reverse total shoulder arthroplasty. Subsequently, the patient underwent a revision procedure due to a failed glenosphere and baseplate, as well as pain. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information.